Manufacturer narrative:
Based on the completed investigation, there was liquid immersion inside the bending tube, resulting in the reported corrosion. The root cause of this was not specified. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the bending tube was corroded due to liquid immersion. There was no patient involvement.